Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, with a notable discrepancy in the fill estimate. A specific blood glucose level was not reported, but there was no adverse impact on the customer's blood glucose level. The customer completed the necessary steps to remove air from the cartridge, used room temperature insulin, and did not overfill the cartridge. They reloaded the same cartridge with assistance from technical support, which resolved the issue, as the difference in displayed and expected values was no longer greater than 30 units.